Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Unit was programmed with a wizard bolus and monitored. The bolus wizard functioned properly. No delivery anomaly noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that her blood glucose has been going high or low; the customer's blood glucose was currently 121 mg/dl and she stated that her blood glucose could easily exceed 400 mg/dl. Troubleshooting did not occur as the customer's health care professional still had to tweak her settings. The customer did mention that she was feeling very sick and that she was crashing. The customer reverted to her medically prescribed back-up plan and felt better. The insulin pump was returned for analysis and a replacement device was shipped to the customer.